Manufacturer narrative:
(B)(4). Although requested, the device has not been returned. A f/u report will be submitted with failure investigation results should the device be received for eval.

Event description:
Customer reported an over infusion of tpn. The tpn should have infused over 20 hours, however, the bag was found empty after 9 hours. The rate was at 50ml/hour. Pc unit was not sequestered. Pump module will be sent back for investigation. There was no report of pt harm and no medical intervention required. Although requested, no additional pt or event info was provided.